Event description:
It was reported that the insulin pump had a loose drive support cap and alarmed an error. The blood glucose reading was unknown. The caller stated that the alarm occurred every time during the prime process, and there was no way to complete the prime. It was observed that the insulin pump's piston continued to move forward after making contact with the reservoir, causing insulin to squirt out. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and or protruded drive support disk. Compromised force sensor system alarm was not verified due to motor error alarms. The device had cracked case at battery tube threads, minor scratched lcd window, missing end cap sticker, and stripped battery cap coin slot.